Event description:
This patient underwent a successful left carotid stenting procedure. While in the recovery room, the patient developed aphasia and right-sided weakness. The patient was taken for an emergent cat scan which showed that clot had moved to the m1 portion of the middle cerebral artery. The patient was diagnosed with a stroke and expired later that day. A female was consented to the study in 2008. Medical history included stroke, tia dizziness, smoking and hypertension. The index procedure was completed on the following month, and the patient was symptomatic. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 5.14. Target lesion diameter stenosis was 83%. Lesion length 27.31. Total length of stented segment was 30.0. Vessel tortuousity by visual inspection was moderate. Pre-dilatation of the lesion was performed. An angioguard distal protection device was used, deployed and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The patient was taken from the angio suite to the recovery room where the patient reportedly was experiencing worsening expressive aphasia and was unable to move her right side. The patient was taken back to the or where it was discovered that she had a left middle cerebral artery occlusion and extravasation of contrast. An emergent CT was performed and revealed an unsurvivable massive left-brain, midbrain, and intraventricular hemorrhage.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.